Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and not replaced due to erosion in the distal shaft.

Manufacturer narrative:
One malleable rod was received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and not replaced due to erosion in the distal shaft.